Manufacturer narrative:
(B)(4). The device evaluation has been corrected. Evaluation revealed that the audio bolus button slug contact was misaligned causing the audio bolus button to be constantly engaged. With the audio bolus button engaged, the keypad buttons were unable to respond. There was no internal printed circuit board short.

Manufacturer narrative:
Additional information: the distributor alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. It was reported that the ok keypad button was also over responsive. It was noted that the pump would, on occasion, switch to the bolus menu without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2014 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow, down arrow, and ok keypad buttons were found to be unresponsive. The keypad cover was removed and an internal printed circuit board short was found within the bolus button circuit, causing the keypad unresponsiveness.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that all keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.